Manufacturer narrative:
Ge healthcare¿s investigation has been completed. Based on the information provided, this incident appears to be the result of inattentive behavior by the mr staff technologist. The technologist was inexperienced in the use of appropriate padding for shoulder exams and in this event, the patient was positioned for the shoulder exam without proper padding. The customer acknowledges proper use and recommendations for patient padding which were not adhered to in this case. No systemic issues were identified in the available information. All patient and system safety related subsystems appear to have been operating normally when checked by the ge healthcare field engineer. No additional actions are required. Based on the information reviewed, the root cause of the injury appears to be an inexperienced technologist that did not allow for adequate padding for the shoulder exam.

Manufacturer narrative:
Unique identifier: UDI_not_required. There are no additional device identification numbers. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a patient sustained a 3rd degree burn during a MRI scan of the left shoulder. The patient was positioned without padding to prevent patient contact to the magnet bore sides or to prevent body loops. The patient did not report any issues during the exam but upon exiting the system, reported a localized area of three inches of redness and discomfort, one inch above the elbow on the left upper arm. The patient was provided a cool wet towel and was discharged from the facility. The patient contacted the site two days later to report that medical attention was sought at an outside emergency room. The patient stated she sustained a 3rd degree burn. The patient has not provided any additional information to the customer regarding the burn injury or any details of medical treatment for the injury.